Manufacturer narrative:
(B)(4). Procode: phx. Concomitant medical devices: cr prolong 40mm brng std cat# 110031421 lot# 64343832. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2022 - 00092.

Event description:
It was reported that a patient underwent a revision procedure approximately two months postimplantation due to the poly disassociating from the humeral tray. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part 110031399: review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available at the time of this report.